Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, as limited information was provided, there are no known risk factors that could have contributed to the event (end-stage renal insufficiency, disorder of calcium metabolism). The root cause of this event could not be determined. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Due to the limited information available, the reason for this valve in valve procedure cannot be determined.   In this case, the cause of the stenosis is unknown, however may be due to the patients pre-existing valvular disease process, and/or the mechanisms described above.  At the time of this report, there is no indication or allegation that a product deficiency or device malfunction contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A supplemental report will be submitted in accordance with 21 cfr 803.56 when and if additional information becomes available. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 4 years and 9 months post implantation of a 23 mm sapien xt valve in the aortic position, the patient presented with stenosis and a 23 mm sapien 3 valve was implanted. Of last communication, the patient was discharged 1-day post procedure with stable vitals.